Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. Evaluation of the data logs showed that the adapter had reached the maximum number of procedures. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The product analysis established a relationship between a device failure and the reported incident of no procedures remaining. The root cause of the screen indicating no adapter uses remaining was that the adapter had reached the maximum number of procedures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic lar. While resecting the rectum, the surgeon pressed the green firing button but the device would not fire. Two staplers partially appeared on the staple pockets of the cartridge in question. They re-connected the adapter and reload, however, the adapter displayed a "0" in the indicator. The case was completed using a new handle and reload. No patient injury.